Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a blank display. The customer¿s blood glucose level was 292 mg/dl. The customer reported that the battery cap was neither missing nor damaged. The customer was assisted with troubleshooting but display did not return after pump restart. The customer also reported that the insulin pump was exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 3 days. No blank display or noise/clicking anomaly noted. No drive/motor anomaly or displacement anomaly noted during testing. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. No moisture damage noted on the electronic assembly or on the motor. (B)(4).